Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that once the scope was connected, the front panel membrane buttons hung or did not work properly. The issue occurred during preparation for use involving an olympus video system center. There was no patient involvement.